Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4)

Event description:
It was reported that the sales representative has experienced loss in telemetry with viva and evera devices, while in the induction process and during multiple implant procedures. In addition, doctors have expressed frustration to the representative about the device telemetry issue. No patient complications have been reported as a result of this event.